Event description:
The customer reported the image disappeared when moving the cable on the evis exera iii colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the jet tube had foreign material. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿the image disappeared when moving the cable¿ was confirmed. The device evaluation found jet tube had foreign material from previous procedures due to insufficient cleaning. Additionally, due to a crack on the scop body unit and damage on the up/down knob, water tightness was lost. Due to corrosion on plug unit, a noise image occurred. The light guide bundle had breakage; the light guide lens had a crack. The scope connector cover case was deformed, and the unit was sticky. The air/water cylinder and suction cylinder had no color. Due to wear of the angle wire, bending angle in down direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h6 problem code. Correction to h6 (problem code): "1183 - no display / image" should be removed on the initial medwatch as the medwatch was sent for the malfunction found during evaluation (foreign material). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined and the foreign material could not be identified. It is likely the foreign material remained in the device because reprocessing could not be properly conducted due to the discovered leak from the up/down angulation control knob and scope body. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.